Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Disregard 3004753838-2024-142523-01. It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2024. Product was provided for investigation. An external and internal visual inspection were performed and passed. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2024-142523-02 is a correction to 3004753838-2024-142523-01. B5 describe event or problem - additional information/correction d9 device returned to MFR - additional information d9 date device returned - additional information g3 date received by mfg - additional information g6 type of report - updated/follow-up h2 type of follow up - additional information/device evaluation/correction h3 device evaluated by mfg - additional information h6 codes: medical device problem code - additional information h6 codes: type of investigation - additional information h6 codes: investigation findings - additional information h10 corrected data h11 additional narrative - correction/additional information.

Manufacturer narrative:
(B)(4) was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.